Manufacturer narrative:
All relevant device history records (dhrs) for the relay pro nbs (n4) thoracic stent-graft system (28-n4-34-154-34u) with final assembly lot# 2301120016, including final assembly (labeling), stent-graft system/packaging, delivery system assembly and stent-graft assembly, were inspected and no discrepancies were found. No discrepancies were noted in the qc inspections performed within the corresponding sub-assembly and final assembly processes. Sterilization records show the device received the required sterilization dose on (B)(6) 2023. There were no nonconformances or reworks in relation to this device. A review of the device history records showed no issues were found during the manufacture of the devices. The pre-case plan, post-procedure CT imaging, and additional information were not available for evaluation due to hospital policy. The patient underwent a tevar procedure under suspected aneurysm rupture emergency condition; the narrative reports a device migration leading to an endoleak. The physician opted to correct the endoleak by using another competitor device, and the procedure was successfully completed. Without pre-op and post-op procedure imaging, the aortic anatomy, sizing, graft selection, device positioning, and evidence of the endoleak could not be confirmed and the root cause determined. In conclusion, a review of the device history records showed no issues were found during the manufacture of the device. Without imaging for evaluation, the reported migration and endoleak could not be confirmed. The root cause of the reported failure of migration and suspected endoleak post-procedure could not be determined.

Event description:
Endoleak (type ib or iiib) a patient in whom the relay pro stent graft was implanted was brought to the hospital due to suspected aorta rupture. Since a type 1b or type 3b caused by migration was suspected based on a CT scan, an emergency tevar was performed. Angiography during the procedure also showed an endoleak flowing into the aneurysm. Therefore, the physician additionally implanted a ctag stent graft (gore). After implanting the ctag stent graft, the endoleak disappeared, and the procedure was successfully completed. Operation type: tevar: no blood loss, no image available due to hospital policy, no pre-case plan available due to hospital policy, no additional information available due to hospital policy, delivery system was discarded by user, ((B)(4)). Patient outcome: "no health hazard to the patient".